Event description:
It was reported the patient could use the programmer 2 hours previous to this report. At the time of the report the patient could no longer turn the implantable neurostimulator "up or down or on and off." Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot # v006638, implanted: (B)(6) 2006, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).